Event description:
The account alleged the head up does not work. When he uses head up, the manifold runs but the head up does not rise.

Manufacturer narrative:
The account replaced the head valve to resolve this issue.